Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had burning on the left side over the ins site and the ins was poking out through the skin since a couple of months ago. The patient stated if they stood a certain way the device would be protruding. The patient stated they had seen a couple healthcare providers however they were stated they did not feel comfortable with the situation. The patient stated the burning was constant and it hurt to sit in a shower chair. The patient was redirected to their healthcare provider. No further complications were reported.